Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload and a piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. The jaws were open. The anvil clamping mechanism was deformed. The test media was received properly stapled and transected. The reload was loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned reload as received by medtronic were found to not meet specifications. Due to the reload being received fully fired, the reported condition was not confirmed. A review of all device history records indicates the device lot numbers were released meeting all quality specifications. A secondary condition besides the reported condition was noted. Replication of the deformed anvil clamping mechanism may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic gastrectomy. According to the reporter: the device was used with an I-drive. During the first fire, firing stopped in the middle. Firing did not restart even though the surgeon pressed a blue button. A new reload was opened and it started firing from the point where firing stopped. The current patient status: good. The patient gender, age, and weight are not provided. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.